Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted a year of longevity from the time of the previous follow up just 3 months prior. Premature battery depletion was suspected based on the data analyzed. As far as the information that has been received this device is still implanted and currently in service. No adverse patient effects were reported. Additional information on the next course of action has yet to be received. Once an update is received on this event a follow up report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemake's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted a year of battery longevity from the time of the previous follow up just three months prior. Data from this device was submitted for analysis, which concluded normal battery depletion due to increase atrial fibrillation. Updated information received confirmed the accuracy of suspected premature battery depletion and the device was explanted. No additional adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Supplemental it's being submitted to correct the initial aware date. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemake's low voltage capacitors. This high current condition depleted the device's battery faster than normal. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable device was suspected to be depleting prematurely. During a routine follow-up it was observed that the battery had depleted two years of remaining longevity from the time of the previous follow-up just six months prior. Data from this device was submitted for analysis, which concluded that power consumption of this device had been increasing during 2018. Device replacement was recommended. This device was explanted and returned for analysis. No additional adverse patient effects were reported.